Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 11400m mitris valve in the mitral position was disabled via a valve-in-valve procedure after an implant duration of three (3) months due to mitral valve thrombosis. The patient initially presented with this thrombosis and hypercoagulopathy. The tmvr was performed successfully with a 26mm 9600tfx transcatheter valve. There were no issues or complaints.

Event description:
It was reported that a 29mm 11400m mitris valve in the mitral position was explanted after an implant duration of two (2) months, 19 days due to mitral valve thrombosis. The patient initially presented with this thrombosis and hypercoagulopathy. The explanted valve was replaced with a 27mm 7300tfx valve. There were no issues or complaints.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors.